Event description:
It was reported that the balloon valvuloplasty catheter was retraced through the sheath with difficulty. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all oft he known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.